Event description:
A customer contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during use. Per the initial report, the home patient (hp) stated that she has had pain and discomfort and went to the emergency room and was given an antibiotic. The hp stated that they had an x-ray and it revealed air in the ribs and shoulder. The hp stated that she had pain for few days. Gts assisted the hp by explaining about setting up and checking the patient line. The hp was not aware about checking the patient line or repriming the patient line. Gts suggested that the hp call if there is air in the patient line for assistance with repriming. Gts asked if the nurse was aware, the hp stated "my granddaughter tore up the phone number for the nurse". Gts advised to let the nurse know. The hc unit was operational. Information obtained by global pharmacovigilance on 08/31/2010 is as follows: the nurse stated that the pain at the rib and shoulder was due to the hp failing to completely prime the patient line; therefore air was infused. It was indicated the event has resolved. No further information is available.

Manufacturer narrative:
(B)(4).the patient's nurse has indicated that the homechoice device is available.this report is related to medwatch report number 1423500-2010-03595 and is for the homechoice device.

Manufacturer narrative:
(B)(4). A review of the previous service record, (B)(6) 2009, shows the device passed all required tests and calibrations prior to its release from the (B)(6) facility. No issues were identified that may have contributed to the issues of pain, discomfort, or air infusion. The previous return of the device was not for any issues related to pain, discomfort, or air infusion. A review of the following labeling was performed: patient at-home guide. Homechoice/homechoice pro apd systems, page 3-2 - warnings and cautions states to always look at your patient line after priming to make sure there is no air in the line. An incomplete prime can cause air infusion. Air infusion can cause abdominal and/or shoulder pain. Page -11-19, 11-21 provides a warning regarding priming. The current labeling for the patient at-home guide homechoice/homechoice pro apd systems, was found to be sufficient. Evaluation summary: the device was received for evaluation. When received, the device had the following therapy parameters programmed: therapy: tidal, therapy volume: 10000ml, therapy time: 8:30, fill volume: 2300ml, tidal volume: 2070ml, total ultrafiltration (uf): 700ml, last fill volume: 900ml, initial drain alarm: 100ml, cycles: 4, drain volume percentage: 85, last manual drain: n. Home choice returned instrument test evaluation (rite) functional testing and home choice electrical leakage tests were performed and passed. Three priming sequences were performed with an unmodified cassette. During each sequence, the patient line primed properly. Partial therapies were then performed with an unmodified cassette while introducing air. During initial drain, the line from the patient bag was unhooked to allow air to be drawn into the cassette. The device alarmed with a system error (se) 2240 alarm and a se 2367 when power was cycled. During fill, the line from the heater bag was unhooked to allow air to be drawn into the cassette. The device alarmed with a se 2240 alarm and a se 2367 when power was cycled. In dwell, the line from the supply bag was unhooked to allow air to be drawn into the cassette. The device alarmed with a se 2240 alarm and a se 2367 when power was cycled. At no time did the device deliver air into the patient line. Internal and external visual inspections performed revealed no problems. Due to additional therapies being performed after the occurrence date ((B)(6) 2010) and overwritting the previous data, there is no information available from this occurrence date. The event log contains patient therapy data from (B)(6) 2010 and recorded no data that would indicate that the reported difficulties had occurred. The therapy log recorded therapy information from (B)(6) 2010 and recorded that the last 6 therapies performed had positive total ufs with bypasses being performed during each therapy and no manual drains. The alarm log recorded patient alarms from (B)(6) 2010 and had recorded check patient line, low drain volume, check lines and bags, drain not finished. A check patient line alarm will occur when the patient line is closed due to a kink, closed clamp or fibrin blockage. A low drain volume alarm will occur when a low-flow and/or no-flow condition occurred before the programmed minimum drain volume percentage (or initial drain volume) was completed. A check lines and bags alarm will occur when one or more of the lines are closed or solution bags are empty. A drain not finished alarm will occur when an attempt has been made to bypass the drain phase of the therapy and it has not yet been completed. A review of the devices cycle by cycle uf log recoded no instances where the uf exceeded the current increased intraperitoneal volume (iipv) drain criteria. The reported conditions of pain, discomfort, and air infusion were unable to be confirmed in the logs or duplicated during the evaluation. Issues such as these are patient symptom in nature and would not be recorded in the logs or duplicated during the evaluation. The assignable cause was undetermined. The homechoice's air detection was tested and found to be functional. The incomplete prime reported along with the symptoms was not confirmed in the logs and not duplicated during the evaluation. The assignable cause is undetermined. The evaluation did not identify any failure or malfunction that could have caused or contributed to the reported difficulties. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.